Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with infusion set's adhesive on (B)(6)2024. The customer reported of tape not sticking with infusion set. No further information available